Event description:
A baxter (colleague 3 volumetric infusion pump), #-channel pump failed. Channel three (3) suffered a sofware "glitch" and failed to infuse. Anesthesiologist removed and replaced device. This device was being used as part of open heart surgery procedure.